Manufacturer narrative:
During inspection and testing, the origin of the foreign material could not be identified. The foreign material could not be removed from the nozzle. Service found that the air/water flow was insufficient due to the clogged nozzle, confirming the customer's initial report. In addition, service found the adhesive on the bending section cover was discolored. The top of switch key #1 was scratched. The angulations were out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device, after a procedure, there were air/water flow issues. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was partially clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material, such as packing of the aw valve and packing of the water container mouthpiece, deteriorated and entered the channel. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.